Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap. Bariatric sleeve procedure, upon clipping of stomach antrum, there was incomplete proximal staple line. It has been fixed with another new load. The trigger and wing broke off. The trigger broke and an internal part that not sure what was broke together with the trigger. There has been increased time due to changing the stapler and loading it twice. The case was completed using new devices. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaw was open. Visible pushers above cartridge surface was observed before the 3cm cut line for both reloads. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected for both reloads. The interlocks were tested and found to function properly for both reloads. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.